Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with high sleep current due to corroded pcb1. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to corroded pcb1. Unit received with corroded battery tube. Unit received with fading serial number label, minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 5.9 mmol/l at the time of the incident. There's no indication n of issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.